Event description:
A peritoneal dialysis patient called in for assistance in switching over to drain. Patient stated that she felt "tight" and bloated in stomach. The patient also reported having over symptoms: pain, dizziness, light-headedness, difficulty breathing. The patient was assisted into a stat drain. Drain 0: drain: 580 ml. Cycle 1: fill: 2101 ml, drain: 5715 ml. The reported drain volume of 5715 ml was 272% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention as a result of the overfill.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.